Manufacturer narrative:
Load wheel casting horn; wheel.

Event description:
It was reported by service report that the load wheel casting horn is broken. No pt involvement or adverse consequences are reported.